Event description:
The device was implanted on (B)(6)2008 and explanted on (B)(6)2012. Due to advisory/recall. The procedure took place at cedars sinai medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).